Event description:
It was reported that the patient underwent a surgical procedure for an artificial urinary sphincter (aus) due to recurring incontinence. The explanted aus cuff was tested with a syringe and presented a small hole that resulted in fluid leak. A new aus device was implanted. No patient complications were reported.

Manufacturer narrative:
The implant date and lot numbers of the concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.